Manufacturer narrative:
(B)(4). Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9059668, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the catheter was damaged or missing the catheter tip. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that 3 insyte 24ga x 0.75in catheters presented resistance while channeling the vein during use. The following information was provided by the initial reporter, translated from spanish to english: "they present difficulty in puncturing the venous access, presenting resistance when channeling. Evidenced by putting the catheter against the light and it looks broken."